Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('continuous abdominal pain at night almost every day / cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("pinching all over her body"), abdominal distension ("abdominal distension"), back pain ("lumbago"), pain in extremity ("pain in the left leg intermittently"), dizziness ("dizziness") and nausea ("urge to vomit"). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, paraesthesia, abdominal distension, back pain, pain in extremity, dizziness and nausea had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, dizziness, dysmenorrhoea, nausea, pain in extremity and paraesthesia with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('continuous abdominal pain at night almost every day / cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("pinching all over her body"), abdominal distension ("abdominal distension"), back pain ("lumbago"), pain in extremity ("pain in the left leg intermittently"), dizziness ("dizziness") and nausea ("urge to vomit"). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, paraesthesia, abdominal distension, back pain, pain in extremity, dizziness and nausea had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, dizziness, dysmenorrhoea, nausea, pain in extremity and paraesthesia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 05-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('continuous abdominal pain at night almost every day / cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("pinching all over her body"), abdominal distension ("abdominal distension"), back pain ("lumbago"), pain in extremity ("pain in the left leg intermittently"), dizziness ("dizziness") and nausea ("urge to vomit"). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, paraesthesia, abdominal distension, back pain, pain in extremity, dizziness and nausea had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, dizziness, dysmenorrhoea, nausea, pain in extremity and paraesthesia with essure. Amendment: the report was amended for the following reason: nca number added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.